Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly found.

Event description:
It was reported that the patient received inappropriate therapy due to lead dislodgement. Lead was replaced.